Event description:
From or record: it became obvious that there was some malfunction of the tracheostomy tube and that there was leakage around the tube itself, though not through the tissues, but inside the tube. Because of this, we had to remove this tracheostomy tube and replace it again with another #8 shiley tracheostomy. Per or staff: the trach had a noticable defect around the cannula resulting in an air leak.